Event description:
A hospital in (B)(6), reported that the gas outlet port on a 900iw130e neopuff resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900iw130f neopuff resuscitator was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: it was reported that the gas outlet port was broken. The subject neopuff is over eight years old. Conclusion: based on previous similar investigations the reported damage was most likely caused by some form of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the damage occurred after the subject neopuff unit was released for distribution.